Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had put the pump and infusion set tubing against the skin to keep the pump warm after taking a walk outside in extreme weather. Subsequently. An occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Infusion set change was performed resolving the alarm and insulin delivery was resumed.